Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine (20 mg/ml at a dose of 20.038 mg/day) via an implantable pump for an unknown indication for use. On (B)(6) 2015, the pump was interrogated at a programming session and the elective replacement indicator (eri) was calculated for 12 months. On (B)(6) 2015, eri occurred. A pump alarm occurred and the patient had withdrawal symptoms including increasing pain. On (B)(6) 2015, end of service (eos) occurred. On (B)(6) 2016, a stopped pump period may exceed tube set message occurred. A motor stall was also reported to have occurred. New programming was tried, but it did not work. An explant was planned for (B)(6) 2016. The event was not resolved at the time of the report additional information has been requested regarding motor stall clarification and outcome, but it was not available at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-01-28, additional information was received from a foreign manufacturer representative (rep). Follow-up was performed to clarify the date of the motor stall. The rep stated, "on the printouts, "eos" occurred on (B)(6) 2015. Pump stopped, therapy stopped". The pump would "probably" be explanted within the next 3 months because the patient had a surgery on their hip and they had to wait until the healing of the hip was completed.